Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. Component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information was received: was surgery delayed due to the reported event? --> no, action taken when event occurred? Used other suture for the procedure., was procedure successfully completed? Yes, were fragments generated? --> no, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> no, other information --> na, is the patient part of a clinical study --> unknown, ip-01624423 device property of -->hospital, device in possession of -->none. Investigational summary ¿ photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photograph shows an aluminum package with product code w9915, the suture is not visible. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an circumcision procedure on an unknown date and suture was used. During the procedure, the suture broke. Doctor was doing the surgery and he open the foil and while using the suture after 4-6 knot, suture breaks from between and then they used vicryl in the place of rapide, and completed the procedure. There were no patient consequences reported.